Event description:
Patient had right cochlear implant inserted in 2001 for severe to profound sensorineural hearing loss. Returned to surgery in 05 for failed cochlear implant right ear. Cochlear implant was removed and another cochlear implant was implanted.